Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was sleeping when she woke up and ¿felt low¿, however, no specific physical symptoms were reported. The patient¿s cgm was reading 111 mg/dl, and the bg meter was reading 40 mg/dl. The patient was wearing an omnipod insulin pump. The patient¿s mother brought her to the emergency room (ER), where she was treated with an IV with ¿sugar¿. The patient was discharged home after approximately 4 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.